Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Reportedly, the customer went to the emergency room, was subsequently admitted to the hospital¿s intensive care unit (ICU). Customer attempted to self treat bg level by glucagon, juice and ate a sandwich. Customer was then treated intravenously with fluids of saline and dextrose injections in the ICU. Customer was released on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.